Event description:
The customer reported an issue with the incorrect time display on their device, which was corrected with the help of technical support. This discrepancy did not adversely impact the customer's blood glucose level. The customer was advised to continue monitoring and to reach out if the issue persisted, which they understood and acknowledged.